Event description:
Healthcare professional reported pt receiving hemodialysis treatment on 550 device when 2.1 kg ultrafiltrate was removed in 0.8 hours. Treatment was set at 1.7 kg to be removed in 3.5 hours. Pt. Blood pressure dropped to 92/54, blood was returned to pt. And 1 liter normal saline was administered and pt was transferred to another 550 device where treatment continued without further incident. Per health care professional, initial device used alarmed with al02 and fl08 during treatment. Pt. Was discharged home feeling fine.